Event description:
A pt contacted porex surgical and stated that she received a medpor dartt implant in (B)(6) of 2009. The pt stated that she has "developed three infections in four months and cannot find anyone in her town that uses these artificial devices to help her besides the doctor that did it and she refuses to have him touch her." The pt stated that she is on medical leave for not only infections but she also has been diagnosed with severe depression. The pt requested info on the medpor dartt implant and potential side effects. The pt gave porex surgical permission to contact the surgeon who performed the surgery. When contacted, the nurse stated that the pt would need to come into the surgeon's office and sign the release in person in order to release the info to porex surgical. The pt was informed that the releases had to be signed in person. The nurse stated that the documents were ready but the pt did not come into the office to sign the release.

Manufacturer narrative:
No additional info was received from the pt or surgeon to substantiate the case for further eval.